Event description:
It was reported that the customer received a no delivery alarm during a bolus. She changed the set. The no delivery alarm occurred again the week prior to reporting the issue, during a bolus delivery. The customer's blood glucose at the time of no delivery alarms was unknown. The alarm was resolved with a complete set change and no troubleshooting could be performed to determine if or where there may have been occlusions. The customer's blood glucose was 140 mg/dl at the time of this report. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.